Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in the netherlands who received compounded baclofen, unknown concentration and dose, via an implantable pump. The patient¿s medical history and concomitant medications were not obtainable. It was reported that during normal use on the (B)(6) the patient was sent to hospital. The patient experienced mild withdrawal, chills, headache, hypertonia, return of spasms, but no fever. The pump was last refilled on (B)(6) 2016 and this status was checked which showed no anomalies. The elective replacement indicator (eri) was four months. The logs indicated a critical alarm as the pump went into safe state on (B)(6) 2016 after a low battery reset occurred. The patient was hospitalized and received oral baclofen ¿suppletion¿. The pump was reprogrammed and set to minimum rate. The replacement of the pump was still under discussion after poor compliance of the patient and poor cognitive state. The patient refused earlier ¿that week¿ to come to the hospital after a possible alarm. There were no environmental, external, or patient factors that might have contributed or led to the event. It was further reported that surgical intervention was planned but not scheduled. At the time of the report the patient¿s status was reported as alive-no injury and it was unknown if the issue was resolved.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received. The pump was explanted and replaced on (B)(6) 2016. The manufacturer¿s representative (rep) believed that on (B)(6) 2016 the first alarm was noticed. The patient¿s poor cognitive state was not correlated with the pump system/itb therapy, but because of the underlying medical condition. The 4 month eri was expected and the hcp was aware. There was no earlier timeframe. The pump was not going to be returned.

Event description:
Additional information was received. It was noted that the pump and catheter were implanted on (B)(6) 2010. The patient was receiving baclofen 3,000 mcg/ml at 648.5 mcg/day. The pump logs were also received. A reset occurred on (B)(6) 2016 at 07:43, a reset occurred ¿ low battery message occurred at the same time, and a pump in safe state message also occurred at the same time. Another reset occurred and reset occurred ¿ low battery message pair occurred at 07:44 and again at 07:45. On (B)(6) 2016 at 12:05, a pump in safe state message occurred.

Manufacturer narrative:
Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis identified high resistance of the battery. Eval code-result updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.